Event description:
Information received indicates the right siderail will not latch.

Manufacturer narrative:
The technician found fluid in the latch which gummed up the latch spring mechanism. The technician cleaned the siderail latch mechanism to repair the bed.